Event description:
Reporter indicated that the pt's settings were different from what was intended during a recent office visit. The pt was originally programmed at 1.5 ma output current, however, upon device interrogation, the pt's output current was 1.0 ma. Follow up with the physician's assistant who performs the programming revealed that there were no faulted diagnostics and he was unsure what caused the settings to change. The pt has been reprogrammed to the original settings and good faith attempts to obtain a copy of the flashcard have been unsuccessful.